Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found insufficient adhesive in screw holes of distal end, water tightness was lost due to pinhole in channel tube, water tightness was lost due to deformation of upward/downward angulation control knob (u/d knob), bending angle in up direction did not meet the standard value due to the wear of angle wire, the u/d knob was out of standard value due to wear of angle wire, u/d knob could not be locked securely due to the wear of lock engagement lever, adhesive on the bending section cover (a-rubber) was detached, had a chip, and a crack, a-rubber had a stain, ultrasonic transducer had corrosion, elevator channel plug was loose, adhesive around objective lens was peeled, distal end had a stain, and acoustic lens was damaged (damage level did not reach the glue layer). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had a suction failure. The device was returned for evaluation. During the device evaluation, the tip lid fixing screw peeled off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed tip lid fixing screw adhesive peeling issue could not be determined, however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.